Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed that the patient received inappropriate atp therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended. The patient will be monitored with routine follow up.